Event description:
Pt revised to address polyethylene wear of liner.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. Although unavailable for eval, it would not be unreasonable to expect poly material wear after nearly 16 years of implantation. The investigation could not verify or identify any investigation, the need for corrective action is not indicated. Additionally, the investigation has determined that this product code has been inactive/obsolete since may 2001. Depuy considers the investigation closed at this time. Should the product and/or additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.